Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op there were multiple issues like lead off detected error, out of measurement range while bovi was off and electrode check for channel 2 was "off" <(>&<)> channel 1 kept going in and out of passing electrode check. When surgeon can pick up any nerve signal, the channel picks up values in the thousands. Representative tried reseating the electrodes but no use. The site swapped nim 3.0 and issue resolved. The procedure was delayed by less than an hour. There was no patient impact.

Manufacturer narrative:
Visually, there was contamination on the cuff balloon and outside diameter of the tube. Additionally, there was surgical tape wrapped around the clamp shell and the tube adapter was dislodged from the proximal end of the device and not returned. Under magnification, there were no cracks or voids in the trace pads or ink traces. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 44 ohms (blue), 15 ohms (blue with white stripe), 29 ohms (red), and 365 ohms (red with white stripe) which the red with white stripe electrode was out of specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There were no intermittent issues while manipulating the tube, wires, or connectors in the returned condition, there was an out of specification condition that was related to the complaint. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g04134 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op there were multiple issues like lead off detected error, out of measurement range while bovi was off and electrode check for channel 2 was "off" channel 1 kept going in and out of passing electrode check. When surgeon can pick up any nerve signal, the channel picks up values in the thousands. Representative tried reseating the electrodes but no use. The site swapped nim 3.0 and issue resolved. The procedure was delayed by less than an hour. There was no patient impact.